Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed and disconnection was noted between the tube and the chamber. The tube deformation could be noted, indicating that the tube was fully inserted over the chamber pip. The reported condition was verified. The cause of the condition was unable to determine. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a flow regulator set separated from the drip chamber. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.